Manufacturer narrative:
The tandem t:slim pump user guide indicates humalog has been tested up to 48 hours respectively. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the customer indicated that since starting on the pump 12 days prior, the cartridge had been changed twice. Customer's blood glucose level was not impacted as customer uas using backup manual injections.